Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the readings on the dexcom system stopped showing. No medical intervention was reported. Additional event or patient information is not available.